Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 of the bd 5ml syringe luer-lok tip non-sterile experienced scale marking issues. The following information was provided by the initial reporter: a total of 8 syringes were found with missing graduation marks. The rejected syringes did not meet the acceptable criteria limit in qc specification qc-008 receiving inspection for syringes. All remaining syringes and rejected syringes from lot number 2306474 have been rejected and placed into quarantine. Syringes with lot number 2306474 have been scrapped.

Event description:
Material #: 301027 batch #: 2306474 it was reported by customer that a total of 8 syringes were found with missing graduation marks. Verbatim: rcc received complaint via email. Email(s) attached. An aql sample of 200 syringes (7 boxes) was randomly pulled from lot number 2306474 for visual inspection. A total of 8 syringes were found with missing graduation marks. The rejected syringes did not meet the acceptable criteria limit in qc specification qc-008 receiving inspection for syringes. All remaining syringes and rejected syringes from lot number 2306474 have been rejected and placed into quarantine. Syringes with lot number 2306474 have been scrapped. Response received (B)(6) 2023 are you able to provide the material number for the defective 5ml syringe? 301027 are you able to provide the date of the event in the format of dd-mm-yyyy? ¿ (B)(6) 2023 are you able to provide the material number for the defective 10ml syringe? 301029 are you able to provide the date of the event in the format of dd-mm-yyyy? ¿ (B)(6) 2023

Manufacturer narrative:
Investigation summary: eight samples and one photo of 5ml luer-lok syringes (p/n - 301027) were received and evaluated. All samples were received loose with most of the graduation lines light or missing on the entire barrel. The photo shows the condition as described above. The condition observed is non-conforming per product specification and the complaint is verified. The root cause of this issue is unknown however potential root cause for the missing print defect is associated with the marking process. Release date: 02/08/23. Released quantity was (B)(4). All visual inspections were performed as per requirement with three quality notifications related to the complaint defect. Batch 2306474 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.